Event description:
It was reported to philips that the device's has a power cpld installation failure." There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
This is a duplicate of report MFR. Report #:1218950-2018-06200.